Event description:
Information received indicates the bed has no function working.

Manufacturer narrative:
The technician found the f14 fuse blown on the power control module. The technician replaced the fuse to repair the bed.